Event description:
It was reported that the patient presented to clinic after receiving an alert. Upon interrogation, high out of range pacing lead impedance and high capture threshold were observed. Patient was asymptomatic. Lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).